Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no similar incidents from the reported lot. The reported patient effects of emboli and failure to retrieve mitraclip system components as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported detachment of device component (complete clip detachment) was due to pre-existing challenging patient anatomy (thickened leaflets). The reported embolism and foreign body in patient were cascading effects of the detachment of device component (complete clip detachment) as the detached clip embolized in the kidney. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip referenced is submitted under a separate medwatch report.

Event description:
This is filed to report the clip (cds-xtr 80709u138) completely detached from the leaflet and embolized in the kidney. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During use, mitraclip (cds0601-xtr/80709u141) got entangled with the anterior chordae. Troubleshooting attempts were made to remove the clip from the chordae, however, were unsuccessful; therefore, the clip was deployed on the chordae. Another clip (cds-xtr 80709u138) was deployed on the leaflets, reducing the mr to 2. On (B)(6) 2019, it was noted that mitraclip (cds-xtr 80709u138) had detached from the leaflets and embolized. An x-ray performed noted the clip was in the kidney. Mr was increased to grade 4. Attempts were made to remove the embolized clip, without success. The clip remains in the anatomy. In the physician's opinion, the clip detachment was due to pre-existing thickened leaflets. No additional information was provided.